Manufacturer narrative:
Additional information: UDI, device manufacturing date updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mouse was not responding on the navigation system. When a different mouse was plugged into the io panel with the not responding mouse plugged in, the mouse functioned normally without any issue. The functioning mouse was then plugged into the same port of the defective part and the functioning mouse began to stop working. Upon investigation, it was reported that the axiem box was not communicating with the computer. The axiem box was unplugged from the computer and was plugged into known good universal serial bus (usb) on the io panel and the communication was re-established. The universal serial bus (usb) on the computer was going out. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.